Event description:
It was reported that the patient lost stimulation sensation 2 weeks ago and was not able to adjust stimulation. His pt programmer showed 3 solid green lights and triple beeped on all settings for amplitude. It was noted that he worked a lot around power tools. He was re-directed to his healthcare professional. Further info was requested.

Manufacturer narrative:
(B) (4).